Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the 3100a has frequency issues. The customer was trying to get a frequency hz of 10.0, but it was reading 8.2-9.1-10.0, which is fluctuating back and forth. The issue occurred during patient-use, and the customer confirmed that there was no patient harm associated with the reported event.